Event description:
It was reported the patient underwent a left knee poly swap revision approximately eighteen months post-implantation due to pain, swelling, instability, diminished range of motion, and possible infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Event date: unknown date in (B)(6) 2019. Explant date: unknown date in (B)(6) 2019. Associated products: therapy date: unknown date in (B)(6) 2019. Associated products: unknown persona femoral catalog#: ni lot#: ni. Unknown persona tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2021-00326.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2021-00326.